Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker system oversensed the minute ventilation (mv) signal on the right atrial (ra) lead. Boston scientific technical services (ts) discussed reprogramming options. In addition, the ra lead exhibited noise. Subsequently, a revision procedure was performed, and the ra lead was surgically abandoned and replaced. It was noted the ra lead was damaged, as it was pinched by a ligament on the right side of the patient's body. The pacemaker remains in service. No additional adverse patient effects were reported.